Event description:
The patient was undergoing a coil embolization procedure in the lingual artery using a velocity delivery microcatheter (velocity), ruby coils, a pod coil, a rotating hemostasis valve (rhv), a non-penumbra guide catheter, and a microwire. During the procedure, the physician advanced a velocity to the internal maxillary artery (imax) and successfully implanted two ruby coils and one pod coil. The physician then heard air leaking from the velocity while flushing the rhv. Therefore, the velocity was removed. Upon removal, the velocity was noticed to be fractured in multiple places. The procedure was completed after performing a hand injection contrast run through the guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Section d. Box 4. Unique identifier.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured in multiple locations, however, could not confirm the reported air leak. If the velocity is retracted at an angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink underneath the strain relief and kinks along the catheter shaft. This damage was incidental to the reported complaint since no air leak was observed at the kinks during evaluation. Therefore, the root cause of the reported leak could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.